Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos and video provided, all other testing and analysis was satisfactory. H3 other text : see h10.

Event description:
It was reported when using the tube micro w/microgard pln rd there was missing additive. The following information was provided by the initial reporter: translated to english. The customer stated: "we have been facing troubles with the no additive tube w/microgard color red stopper. The issue it presents is that the sample, after being centrifuged, suffers hemolysis. According to customer, it has been discarded if it could has been caused by the sample taking, the rotation, and the time in centrifuge, nor an improper handling of the sample. Customer concluded that the issue regards the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the tube micro w/microgard pln rd there was missing additive. The following information was provided by the initial reporter: translated to english. The customer stated: "we have been facing troubles with the no additive tube w/microgard color red stopper. The issue it presents is that the sample, after being centrifuged, suffers hemolysis. According to customer, it has been discarded if it could has been caused by the sample taking, the rotation, and the time in centrifuge, nor an improper handling of the sample. Customer concluded that the issue regards the tube."